Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the previous endograft prosthesis removed during surgery. There was no additonal informatoin received after several attempts to the hospital.

Manufacturer narrative:
Evaluation results: lack of information (aneurysm and vessel morphology are unk and no device as returned for analysis). Conclusions: lack of information (aneurysm and vessel morphology are unk and no device returned for analysis). Secondary intervention required.